Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation one endo stitch¿ auto suture¿ suturing device 10mm and one endo stitch sulu opened by the account. Post market vigilance (pmv) was unable to straighten the bent metal blades to facilitate functional testing of the instrument. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record of the endo stitch sulu could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap sleeve. According to the reporter: the device never made it into the patient. Needle was loaded then the device would not open and the needle is still stuck in the device. Lot number of the needle is not available. The patient was not injured, no complication occurred to the patient. Patient details are unknown. The procedure was not extended by 30 minutes or more. There was no extension of an incision, blood loss, tissue damage or loss. Nothing fell into the patient. The procedure was completed with another endostich.